Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.8 cm to 6.9 cm from distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient presented in the emergency room with syncope. The patient had underlying rate in the 40's. Upon interrogation, the right ventricular lead exhibited low impedance and high capture threshold. The lead was reprogrammed . On (B)(6) 2016, the lead was capped. The patient was in stable condition.